Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The image error occurred when turning on the power. The unspecified diagnostic procedure was completed using a replacement device. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information obtained from the customer. Additional information was received from the customer which confirmed the image error occurred when the device powered on. There was no specific object in the combined scope and the image signal was rgb. The image was inserted into the monitor from the nexus housing, and the return of the image was output to the main monitor and the table-top monitor. There was a lot of dust due to the complexity of wiring as a situation of use/environment in the field. The video was converted from rgb to d-sub system and then entered into nexus. Based on the results of the legal manufacture's investigation, the final root cause of the event was unable to be identified, as the image error was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. No abnormality was observed in the operation of the device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. No malfunction for the image anomaly was able to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis lucera elite video system center displayed an image error during preparation for use. The intended procedure had a diagnostic approach. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image anomaly was not confirmed. In addition, dust adhered to the inside of the main body. The foot rubber was worn. The battery consumption ran out. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.